Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15150. Reference MFR report: 1627487-2014-15151. It was reported the pt's leads migrated following a motor vehicle accident. X-rays were taken and the physician suspected the leads had migrated out of the epidural space. Following the accident, the pt had turned his scs system off. Surgical intervention was undertaken on (B)(6) 2014. Preoperative, the pt's ipg was unable to communicate with external devices. The pt's scs system was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.